Event description:
The patient was contacted by telephone after her same day surgery procedure to follow up and see how she was doing. During the conversation, the patient told the rn that she had a large reddened area on her back that felt rough and was itchy. The patient said it was in the shape of a large butterfly, which staff report matches the size/shape of the ECG monitor pad used during surgery. The patient reported there was no open skin breakdown and that the redness was starting to lessen with time. No further intervention was required and no problems were noted before the patient was discharged from same day surgery. However, nursing staff in this department report that they have seen several patients of late who are developing red rashes or experiencing itching/pain in the area that the ECG pad was applied. It is unknown which lot the device used on the patient came from. However, the current lot being used in the or is 0710021.